Manufacturer narrative:
Citation: bieliauskas g, et al. Patient-specific implantation technique to obtain neo-commissural alignment with self-expanding transcatheter aortic valves. Jacc cardiovasc interv. 2021 oct 11;14(19):2097-2108. Doi: 10.1016/j.jcin.2021.06.033. Epub 2021 sep 15. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a patient-specific implantation technique to obtain neo-commissural alignment with self-expanding valves during transcatheter aortic valve replacement (tavr). All data was collected from a single center. Of the 60 patients included in the study population, 20 (predominantly male, median age 78 years) were implanted with a medtronic evolut r or evolut pro transcatheter valve. No unique device identifier numbers were provided. In-hospital adverse events associated with evolut r/pro valves included: permanent pacemaker implantation (3 cases); and mild paravalvular leak (6 cases). No additional adverse patient effects associated with evolut r/pro valves were reported.